Event description:
Heparin was hung using a plum xl pump. Dose was to be 18cc/hr. Due to the trailing zero 180 was read as 18. Error was discovered after patient had received 135 cc of the heparin. Assay was ordered to determine drip level and if any harm. Drip was fortunately low however had the potential to seriously harm the pt had in not been discovered. Trailing zeroes are in violation of jcaho pt safety guidelines and other national patient safety guidelines.